Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined the remote manager door failed due to latch. The field service engineer adjusted the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager door failed multiple times a day causing a 15-30-minute delay. The customer added that they were unable to pull medication while retrieving scheduled medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4 - corrected additional device information. Section h4 - corrected device manufacturer date.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined the remote manager door failed due to latch. The field service engineer adjusted the latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager door failed multiple times a day causing a 15-30-minute delay. The customer added that they were unable to pull medication while retrieving scheduled medications. There were no adverse events or injuries reported based on this event.